Event description:
The company was informed that the patient experienced loss of sound and overly loud sensations. Programming adjustments were made; however, a consistent lock could not be maintained. Surgery to explant the patient's device will be scheduled.